Event description:
The hosp was using the #0700 bipolar kleppinger inserts, and did not notice until after the procedure that the pouch was stamped "non sterile". The product also had the standard "sterile" label on the pouch. The product was used on the pt, there have been no reported complications to the pt.